Event description:
It was reported that the ilet user forgot to remove the needle guard when changing the infusion set, which prevented insulin delivery overnight and led to a high blood glucose reading of 334 mg/dl. The patient¿s blood glucose later measured 102 mg/dl. The user also observed an ¿empty cartridge¿ display that was clarified as referencing the previous cartridge and then completed a full supply change with guidance. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.